Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, the polarstem modular head for 21000662 split in two. It was broken. Surgery was performed, without any delay. It is unknown how procedure was finished. No patient complications were reported. The complaint device and one additional screw fragment which does not belong to the complaint device were returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the fracture through the proximal notch can be confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 7 additional similar complaints reported for the same batch, and 53 additional similar complaints for the same product number over the past 12 months with similar failure mode. Corrective actions has been previously initiated to reduce the occurrence of this issue. The reported batch was produced before the implementation of the corrective action. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. Additional information: d4 (lot number, expiration date).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a thr, the polarstem modular head for 21000662 split in two. It was broken. Surgery was performed, without any delay. It is unknown how procedure was finished. No patient complications were reported.